Manufacturer narrative:
H3: the device was received for evaluation with no visual anomalies observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found no defects. Functional testing confirmed the complaint, with error code 41786 identified. The root cause could not be determined. The error code was cleared per troubleshooting procedure, and the issue did not persist.

Event description:
The device was returned as it was reported that it had a bad wireless module and error code. The results of the investigation found that the device showed error code 41786. There was no patient involvement.